Manufacturer narrative:
This supplemental MDR was created to retract the submitted MDR, as the autopulse platform ((B)(6)) was a demo device owned by zoll and was not used on a patient. Therefore, this event is a non-complaint.

Manufacturer narrative:
On (B)(6) 2020, during service, the autopulse platform sn (B)(4) displayed fault code 27 (encoder fault) error message during run-in test. The root cause for the observed fault code was due to a defective encoder gear box likely due to wear and tear since the platform was manufactured in 01 april 2008 and is 12 years old, past its expected serviceable life of 5 years. Upon visual inspection, observed torn load plate cover and bent battery lock, likely due to wear and tear or user mishandling. The damaged parts were replaced to address these issues. The initial functional testing of the autopulse platform passed without any fault or error. However, during run-in test, the platform displayed fault code 27. After replacing the encoder gearbox, load plate cover and battery lock; the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During service on (B)(6) 2020, the autopulse platform sn (B)(4) displayed fault code 27 (encoder fault) error message during run-in test. No patient involvement.